Event description:
Two sets of kimberly clark r2 pads arcing while delivering defibrillation to pt in cardiac arrest.

Event description:
Add'l info rec'd from MFR 5/20/04: MFR has thoroughly checked complaint files and the referenced medwatch report, and although the report was sent to the FDA, the report was not sent to kimberly-clark corp nor was a related complaint received on this particular product code and lot number. Therefore, providing specific answers to the four questions posed in the april 23rd letter will not be possible. The subect medical device (r2 pads) was manufactured by ballard medical products (pocatello, ID) a wholly owned subsidiary of kimberly-clark corporation. The 2,523 r2 pad sets were manufactured in april of 2003 and the product's expiration date is october 2, 2004. A review of the device history record was performed for lot number 212784, on may 10, 2004, and all products met the manufacturing specifications. On may 10, 2004 testing was performed on two sets of retained samples from stock code 3200-1715 and lot number 212784 (the stock code given in the medwatch report, 3300-1715, was incorrect). Both sets of pads were checked for electrical continuity using a multimeter. Electrical continuity was confirmed on both sets of pads. Each pad set was then placed together, gel side facing in. The pad sets were then connected to a code master xl (hewelett packard). Both sets of pads were discharged at 200, 300 and 360 joules. Electrical energy was delivered each time with no irregularities observed including no arcing.